Manufacturer narrative:
Device return is not required. Dexcom inc, (B)(4). (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was reported that the sensor wire was detached from the sensor pod. There was no indication that the device caused or contributed to a serious adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the site was returned for investigation. During visual inspection, the investigation found that the sensor wire was detached from the sensor pod.